Manufacturer narrative:
Investigation summary: "material #: 367300 lot/batch #: 3300945 bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure modes for leakage and insufficient blood flow were observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination, checking the hub for any defects and shining a borescope through the cannula to check for any obstructions, and nothing was observed relating to the failure modes leakage and insufficient blood flow. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes leakage and insufficient blood flow. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while using an unspecified number of bd vacutainer® multiple sample luer adapters that tubes were not sufficiently filling, and blood was leaking. There was no health impact or consequence reported.